Event description:
It was reported that the customer's cartridge was removed while the case was being taken off. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was around 100 mg/dl,

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.